Manufacturer narrative:
H 11: a device service history review has been performed and identified that the unit was manufactured in 2018. The most likely root cause was a defective electronic board that did not read the correct rpm from the pump. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to patient circuit 2 pump during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Initially, float assembly was replaced, however the error was still present. Therefore, patient pump 2 and distribution board were replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.